Event description:
It was reported that a patient presented with post-paced t-wave over-sensing noted on the patient¿s implantable cardioverter defibrillator. Corrective programming changes were made and no adverse patient consequences were reported.

Event description:
New information received notes another instance of post-paced t-wave over-sensing was reported. Further programming changes were made. No adverse patient consequences were reported.